Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to a different inform ii meter. The initial result on the meter in question at 11:36 a.m. Was hi (result > 600 mg/dl). The user didn't believe this result so the patient was tested on a different inform ii meter at 11:41 a.m. With a result of 234 mg/dl. This result was believed to be correct as it corresponded to the results the patient had been getting. The same vial of test strips was used for the tests on both meters. The patient was not treated based on either result. No adverse event occurred. The patient is in stable condition. Qc passed on the meter. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned strips were measured with retention meter. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 43, 44, 43 mg/dl, level 2 ¿ 296, 303, 297 mg/dl. All returned results are within an acceptable range. No information was provided in the complaint case that would point to a cause for the resulting discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.